Event description:
Healthcare professional (hcp) of home patient (hp) reported hp felt full, as if he were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Healthcare professional states hp placed the homechoice cycler into a manual drain until full feeling was relieved and continued therapy. Healthcare professional reports hp has a "wet day" and retains approx 2500ml of fluid during the day. Healthcare relates the homechoice cycler advanced from the initial drain into fill before the 2500ml was drained out. According the healthcare professional, either hp or member of hop's family had "tampered" with the homechoice cycler's programming and the hp did not inform healthcare professional of incident until several days later. Healthcare professional states there was no pt injury or med intervention.